Event description:
Boston scientific received information that an upgrade procedure was performed where this cardiac resynchronization therapy defibrillator (crt-d) system was implanted. It was noted that the patient tolerated the procedure well and no immediate issues were noted. However, extubation was attempted while the patient was still in the electrophysiology laboratory, and the patient demonstrated increased respiratory effort without adequate air movement. This led to reintubation, and the patient was transferred to the (B)(6) care unit for recovery. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.